Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (322 mg/dl). Customer stated they believe elevated bg levels are due to their sensitivity to insulin interruptions. Reportedly, when the customer's bg level typically elevates during routine supply changes. Customer delivered a bolus to address bg levels.